Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], extensive nerve damage [nerve injury], peripheral neuropathy [neuropathy peripheral], zinc toxicity [metal poisoning[, burning of upper and lower extremities [burning sensation], numbness of upper and lower extremities [hypoaesthesia], tingling in upper and lower extremities [paraesthesia]. An attorney reported that their adult female client, now age (B)(6) years, used fixodent denture adhesive, version unk cream beginning (B)(6) 2010 through (B)(6) 2010 after using super poligrip denture adhesive cream, unspecified total daily use beginning 1996 through 2010, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and extensive nerve damage that resulted in symptoms to include burning of upper and lower extremities, numbness of upper and lower extremities and tingling in upper and lower extremities, and peripheral neuropathy. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.